Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cannula shot off the syringe during a procedure. Procedure was completed with no patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided. As the customer did not retain the finished goods lot number for this custom pak, device history record and lot history could not be reviewed. A syringe was returned with an angled cannula and visually inspected. No damage or anomalies were observed on the components. The syringe plunger and rod moved through the syringe barrel as it should. The cannula was fully engaged into the syringe threaded luer by turning and tightening. The syringe rod was cycled four times and no anomalies were observed. There was no disengagement of the visitec cannula. The customer's event could not be replicated. A review of the custom pak build for this customer's order indicated the visitec cannula did not originate from this manufacture of the custom pak. The reporter states the cannula associated with the event was purchased separately. The customer reported the cannula disengaging from the syringe occurred to only one technician and did not occur subsequently with any other technician. It's therefore, possible the one technician may have not been trained on proper use of the device or unfamiliar with the instruction with how to turn and thread the visitec cannula fully onto the syringe prior to use. No anomalies were observed during inspection and functional evaluation of the syringe. The root cause of the customer event could not be established as the returned syringe associated with this event functioned as it should during evaluation. No anomalies were observed during inspection of both returned devices. The syringe is qualified by becton dickinson (bd) and was confirmed with a subject matter expert at bd that this syringe meets international organization for standardization (iso) 594 requirements for attachment to other luer fittings that comply with iso 594. The reporter from the facility does indicate this event occurred once with only one technician, but did not occur subsequently with any other technician. As described, it is possible the one technician may have not been properly trained on use of the device or unfamiliar with the instruction with how to turn and thread the visitec cannula fully into the syringe prior to use; but this cannot be confirmed. After investigation of this complaint, it has determined that no further actions will be pursued at this time. The device was found to be conforming during after root cause evaluation was performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).